Manufacturer narrative:
Investigation included user education and troubleshooting by customer support. Investigation of this case revealed that the user had not achieved the proper charging state and was advised to confirm a solid light and haptic feedback while charging. It was concluded that the event involved a charging function concern with no reported patient harm.

Event description:
It was reported that an ilet user experienced a charging issue in which the device battery remained low and, when connected to the charger, displayed a blinking indicator light rather than a solid light with haptic feedback indicating charging. Symptoms included no adverse clinical effects. Outcomes included no impact on health or medical intervention.